Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing were not performed. A review of the device's 12-month service history was performed and no similar event was indicated.

Event description:
It was reported that, on an unknown date, a plum 360 was found to have unexpectedly shut down during patient use. It was reported that the pump shuts down without a warning during patient care. There was no patient harm reported.